Manufacturer narrative:
Product event summary: analysis found that the epg's battery contacts were contaminated. It was also found that the bails and rings were missing, the battery drawer was damaged, the lower case was damaged, and the display was scratched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) returned for routine calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.